Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to stiffness. Revision njr number: (B)(4); side: r. Primary asa: p2- mild disease not incapacitating.